Event description:
It was reported that the user experienced elevated blood glucose reported at 248 mg/dl on the ilet and later a low after not announcing meals; food and oral glucose were used to treat the low blood glucose reported at 61 mg/dl. Symptoms included hyperglycemia followed by hypoglycemia with reported malaise and muscle weakness, and the user reported feeling better after treatment. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem identified related to improper or incorrect procedure with the user interface, and that more aggressive correction dosing after an unannounced meal likely contributed to the low. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.